Event description:
It was reported that the patient experience inappropriate shocks. Lead damage is suspected.

Manufacturer narrative:
The reason for return was verified. The outer insulation was abraded at 8.0 cm and the sensing coil was exposed at the same area. The damage on the outer insulation was caused by friction to the ICD can. This damage could cause the reported oversensing.